Manufacturer narrative:
Lot#: 09089fg2. Add'l info will be provided once investigation is completed.

Event description:
It was reported by the sales rep that during a lap chole procedure, battery acid leaked from the unit into the sterile field causing a mild burn to the anesthesiologist and a nurse. A second unit was used and it also leaked acid. A third unit was used and the procedure was completed. No harm or injury to the pt.